Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced hypoglycemia, a loss of consciousness, a seizure, and fell. The customer was unable to self-treat and was treated with fruit juice and 10g of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual inspection was performed on returned reader; no new issues were observed. Reader did not power on with button depression or test strip insertion; however, it powered on with usb cable insertion. The reader log was downloaded successfully, and the date/time were set. The returned reader was further investigated and de-cased. Performed visual inspection on the de-cased reader; no issues were observed. The returned battery voltage was measured to be out of specification range. The reader was connected to a usb charger and a multimeter was used to inspect if the battery charges. It was observed that the returned battery was charged. The returned reader was further investigated. Visual inspection was performed on returned meter. No new issues were observed. Reader powered on with button depression. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history records (dhrs) showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced hypoglycemia, a loss of consciousness, a seizure, and fell. The customer was unable to self-treat and was treated with fruit juice and 10g of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.